Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation."

Event description:
The complainant reported that a patient implanted with an impella cp had little to no flow down the leg. The plan was to remain on impella over the weekend, and the staff was monitoring the distal pulses, but the family decided to withdraw care. The patient expired.